Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err69. No additional patient or event information is available. The complaint states that the device displayed an error icon. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing could not be performed because the receiver was unable to communicate with the global communication tool. The reported event of an error icon display was not confirmed. A root cause could not be determined.